Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the lock/unlock screen. Subsequently, the pump reset unexpectedly. Customer¿s blood glucose level was 231 mg/dl. Reportedly, the customer was able to reload the existing cartridge and insulin delivery was resumed.